Event description:
It was reported that pump experienced malfunction after it was submerged in water for approx. 3-4 minutes. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary.